Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensors did not last as long as they should have and that they gave inaccurate readings, triggering the threshold suspend at inapropriate times. The blood glucose reading was 145 mg/dl when the sensor reading was 75 mg/dl. The customer declined to troubleshoot for the inaccurate readings. The sensor was removed and the cannula slightly bent. The sensor will be replaced and returned for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test and sensor failed per specifications due to high readings.